Event description:
It was reported that the patient was implanted with an advantage system. Following the implantation, the patient experienced intense groin pain upon waking, followed by a month of laying down that led to persistent, severe pain in the left abdomen, upper thigh, hip, buttocks, and sacrum/coccyx region. Despite regular physiotherapy, no medication has provided relief. Since the procedure, the patient has endured continuous pain that has significantly impacted daily functioning and quality of life. Sitting is difficult, travel is limited to 30 minutes by car, and time outside the home is restricted to a few hours. The patient has been only able to work part-time due to the severity of symptoms, and has a complete disruption of personal life, including the inability to engage in intimate relationships.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pelvic pain. E1405 - dyspareunia. The following imdrf impact codes capture the reportable events of: f1202 - disability. F12 - serious injury/illness/impairment.